Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During cannulation of the coronary sinus with a catheter for lead placement, a partial dissection was observed. The procedure was stopped and the left ventricular lead was not implanted. The patient was in stable condition during and after the procedure.